Event description:
The patient reported that their implantable neurostimulator (ins) moves a little bit, and that it has done it since implant which occurred on (B)(6) 2009. They have not made the healthcare provider (hcp) aware of it, and noted that they likely did it themselves as they have a habit of pushing doors open with their butt. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.